Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Additionally, healthcare professional reported "any creases". Device was explanted.

Event description:
Healthcare professional reported right side rupture. Additionally, healthcare professional reported "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on posterior side assessed as surgical impact opening (shell thickness was within specification). ¿ crease/folding of implant: creases were observed. Additional observations: ¿ stress marks observed. No further actions are required as the device was implanted.